Event description:
It was reported to philips that the device failed to obtain an ECG reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the unit failed to obtain a tracing signal when a therapy cable was installed. As a result, it was advised that the therapy pca be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to obtain an ECG reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.